Manufacturer narrative:
One device and one photo were included for evaluation. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed using the leak tester manometer and the corrugated tubing assembly test was acceptable. The reported problem was not confirmed. No root cause as no problem found. No further actions. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak. The event occurred at the time of unpacking. There was no patient involvement, and no patient harm/adverse event reported.